Event description:
The customer reported that the insulin pump was malfunctioning, and she has been hospitalized due to low blood glucose of 25mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. The caller stated that the insulin pump had a crack when she received, but she did not want to replace the device at this time. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, and no delivery tests due to detached end cap. Moisture damage found on motor home switch. No moisture damage found on electronics assembly. Drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked reservoir tube and reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.